Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending mid. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon second inflation, it was noted that the balloon ruptured in a pinhole form at 12 atm for 10 seconds at the distal portion. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.